Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while using the patient programmer (pp) to turn their deep brain stimulation (dbs) off for a surgery, an out of regulation (oor) message was observed. They were able to clear the oor and turn the device off. They rechecked the device a couple times and continued seeing oor. After the case was complete, they turned the device back on with the pp, but did not see an oor message. The reason for the oor was unknown, and impedances were all within normal limits. The issue was considered resolved at the time of the report, and it was indicated the healthcare provider (hcp) has no further information regarding the event. No patient symptoms or further complications were reported as a result of this event.